Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. Two weeks postoperatively, the lens vaulted anteriorly, inducing myopia. Intervention was performed to reposition the ens, however, one day post-repositioning, the lens vaulted anteriorly. The lens was subsequently exchanged for a different lens model. During the lens exchange procedure, striae was observed on the inferior and posterior capsule, and zonular dialysis was noted.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Conclusions: root cause: according to the physician, the root cause of the reported event of lens vaulting was related to zonular dialysis, which was not observed during the initial cataract surgery.